Event description:
It was later reported that the catheter was replaced. The device system was used to deliver morphine.

Event description:
It was reported that the patient felt she had not been receiving therapeutic effect for several months, despite increased doses of medication. It was stated that no more than 0.1ml of fluid could be aspirated from the catheter access port, so the physiatrist opted not to inject contrast through the catheter or re-prime the catheter volume with medication. Imaging of the entire length of cathet ER revealed nothing that indicated a disconnection or kink. It was noted that there were plans for a referral to have a catheter replacement.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).